Event description:
The account reported that 30 minutes into the treatment, machine alarmed for blood in dialysate with a negative hemostix. The machine then alarmed again with visible blood in dialysate. No pt injury or medical intervention. Approx blood loss was 200 cc's.